Event description:
Customer stated they experienced significant pain while using the aligners, beyond normal discomfort, and noticed negative changes in gum health.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.